Manufacturer narrative:
(B)(4) mfg. 01/31/2015. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. Additionally, a reference guide for both visual and tone alarms including potential causes and actions to take and there is a warning to keep spare, fully charged batteries and back up controller available at all times. It also provides information about proper care of the system and what to do in case of an emergency. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that a patient in the hospital from the vad implant experienced a high priority alarm of "no power alarm" on the controller. The ICU staff exchanged the controller. After the event, the cardiologist was not able to power up the controller for retrospect log file analysis. When the distributor retrieved the controller and the controller ac adapter he stated that the controller does not start, the controller ac adapter has a continuous green light while not connected to the controller. When the controller ac adapter is connected to the controller, the green light goes off and on intermittently. The controller and controller ac adapter were exchanged with no reported consequences or impact to the patient. No additional information provided.

Manufacturer narrative:
It was reported from the site that the patient presented with melena and anemia. Relevant diagnostic testing indicated multiple av malformations in stomach and small bowel. It was stated that the patient had treatments and interventions of sclerosis with argon, somatostatin intravenous and then by mouth (po). It was further stated that the patient was discharged on (B)(6) 2016 and had persisting anemia that required blood transfusion 10 days ago on (B)(6) 2016. No additional information available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The controller ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the controller revealed that the device passed visual examination but failed functional testing due to an inability to start the controller. Supplemental testing revealed that a metal-oxide-semiconductor field-effect transistor (mosfet) on the power board was found shorted, which subsequently caused the controller to lose functionality. The mosfet was replaced with a known working mosfet transistor and the results revealed that the controller was able start and functioned as expected. The most likely root cause of the reported event can be attributed to a shorted mosfet. A supplier has opened an internal investigation for controller failures due to a shorted mosfet transistor on the power board under scar2015027. Controller ac adapter - (B)(4) / 1430de - expiration date:01/31/2016 - device manufacture date: 01/15/2015.